Event description:
Related manufacturer reference number: (B)(4). It was reported a patient presented with cross connection of leads. The right ventricular (rv) lead was explanted and replaced during a redo procedure on (B)(6) 2023. During the procedure, the right ventricular (rv) lead would not unscrew from the pacemaker header. The pacemaker was also explanted within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
Additional information: b5, d9, h3.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of unable to loosen the setscrew to disconnect the lead was confirmed. Analysis found the problem was with the atrial setscrew. Epoxy was found in the atrial connector block threads, which resulted in the reported event. The observed epoxy was caused by a manufacturing anomaly.

Event description:
Related manufacturer reference number: 2017865-2023-16960. Related manufacturer reference number: 2017865-2023-20688. It was reported a patient presented with cross connection of leads. The right ventricular (rv) lead was explanted and replaced during a redo procedure on (B)(6) 2023. During the procedure, the right ventricular (rv) lead and atrial lead would not unscrew from the pacemaker header, after a few attempts the rv lead was removed but the atrial lead was stuck and left in the device header. The pacemaker was also explanted within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
Further information requested, but not received.

Event description:
It was reported during a revision procedure on (B)(6) 2023, the right ventricular (rv) lead would not unscrew from the pacemaker header. The pacemaker was explanted within the same operation. Post-procedure the patient was stable.